Event description:
The customer reported that the insulin pump experienced a battery out limit, blank display, low reservoir, and cracks. The blood glucose readings were between 150 mg/dl and 170 mg/dl. The customer stated the insulin pump alarmed after a battery change. Advised to discontinue use of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. No unexpected battery out limit alarm anomaly noted. No damage found on the lcd isolation tape noted. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.